Manufacturer narrative:
Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not click into the placement sheath correctly. This was likely due to an iliac stent being in place. The angio-seal however did not come away after being introduced and some force was required to pull back the seal and placement device together. The collagen plug was not present and assumed to be in sc tissue after having been shorn off during removal from the patient. There was no harm to the patient.

Event description:
Additional information was received on 09mar2021. The indication of use was a rfa 6f sheath for percutaneous coronary intervention (pci).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, to update section h3, and to provide additional information in sections a, b5 and b7. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The arteriotomy locator, carrier tube assembly and hemostasis sheath were returned for analysis. No other accessory components were returned. Visual inspection revealed that the carrier tube was cut along the length and the deployment sleeve was in the rear lock position with color bands fully exposed. The anchor and collagen were not present, and the suture appeared to be cut as intended. The locks of the carrier tube device cap were observed under the microscope and no anomalies were noted. Suture was cut distal to the black marker. Clear shrink mark has moved proximal from it manufactured position. The bypass tube was found placed within the hemostatic valve. No anomalies were observed on the returned sheath and locator. No other visual anomalies were noted. The device was consistent with a full deployment. IFU states: "note: if significant resistance to carrier tube advancement is encountered when insertion is almost complete, the anchor may be impinging on the posterior wall of the artery. Do not continue to attempt to advance. In this case, slight repositioning of the sheath, either by reducing the angle of the sheath with respect to the skin surface or by pulling the sheath back by 1-2 mm, may permit normal deployment.'' "Maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible." Based on the returned device, the complaint could be confirmed for difficulties while attempting to deploy. The hemostasis sheath was returned unmated with carrier tube cap. Based on the location of the cut on suture distal to the black marker, it is likely that the device was pulled back very hard, resulting in off-positioning the clear shrink marker. The exact cause of the event experienced by the user cannot be determined but similar failure can occur if the user fails to follow the above IFU instructions regarding repositioning the sheath. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.